Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Analysis of the lead (serial# (B)(4)) found no significant anomaly. The lead was returned segmented, however, electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a trial. It was reported that the trail lead broke near the battery site. The lead was removed and the product had been returned. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. Hcp had no further information. No symptoms were reported and no further complications were reported/anticipated. On (B)(6) 2018, (B)(6) (rep): no new information.